Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/25/2020. H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Based on the visual analysis of the returned device our engineers were able to determine that the damage could be related to the assembly machinery, unfortunately without a lot number the machinery records could not be reviewed; preventing our engineers from confirming their analysis.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2020, during the process of the patient's puncturing of indwelling needle, blood was seen returning and there was leakage from the side of the catheter tubing.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2020, during the process of the patient's puncturing of indwelling needle, blood was seen returning and there was leakage from the side of the catheter tubing.